Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient called a family member on the afternoon of (B)(6) 2022 complaining about shortness of breath and while on the phone the family member noticed an ongoing alarm coming from the system controller. Emergency medical services were contacted at 3:16 pm and the patient was found dead at home around 4 pm with an alarming system controller next to them. Both primary and secondary system controllers were returned to the ventricular assist device (vad) center on (B)(6) 2022 log file analysis revealed that the modular cable was disconnected from the primary controller on (B)(6) 2022 at 2:45 pm which resulted in a pump stop. The mod cable was connected to the secondary controller on (B)(6) 2022 at 3:01 pm. The pump did not restart as no external power was connected to the secondary controller. The mod cable was disconnected again from the secondary controller at 3:19 pm. The pump remained off. Related controller MFR #: 2916596-2022-14602 related controller MFR #: 2916596-2022-14603.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported shortness of breath and patient outcome could not conclusively be established through this evaluation. Review of the submitted log files captured a driveline disconnection on (B)(6) 2022 resulting in a pump stop. The driveline was then connected to the patient's backup controller, which was not connected to external power. As a result, the pump was unable to start, per design. The system appeared to operate as intended. It was later reported that the cause of death was unknown; however, it was assumed that the death was related to the manually caused pump stop. The device reportedly operated as expected and was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.